Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, battery out limit, failed battery test and low readings from the insulin pump. The customer's blood glucose level was 54 mg/dl. The customer stated that she changed the battery multiple times but cannot see any wording on screen. The customer stated that the pump alarmed after battery change. The customer also received failed battery test. The customer was not able to troubleshoot for low readings. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No low battery, battery out limit, failed battery or blank display anomaly noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.